Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to be unable to power on using the returned battery. The battery is 7 years old and no longer has sufficient charge capacity to power on the device. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data:

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported an intermittent functionality failure with the rad-8 device. No consequences or impact to patient were reported.